Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient met with the rep at the pain management doctor's office and was informed that the patient had fallen. The patient complained of the decreased stimulation shortly after the fall. The patient stated that they fell twice on their back on (B)(6) 2017 and they felt stimulation decrease shortly afterwards. The patient's impedances was checked and they were good. The rep readjusted the amplitude slightly and there was no change to electrode configurations. The patient stated that afterwards they were very satisfied with stimulation and that it "felt much better". The issue was resolved at the time of the report. No further complications were reported.